Event description:
Patient presented to ed for right-sided chest pain over chest port site, with inability to draw blood for the past 2 weeks. X-ray showed dislodgement of the right chest port catheter. Catheter lodged in the right ventricle. Cardiac w/u negative. Port had been placed in (B)(6) 2017.